Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver an adequate shock. Further investigation traced the issue to a failed transistor. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.